Event description:
Spontaneous call sn (B)(4) ms3 pump, crack on cap where syringe goes in, it won't hold the syringe now. Yes, they have back up they were using. Did the reported product fault occur while in use a pt? No. Did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.